Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a percutaneous coronary intervention (pci) and while outside the patient, it was noticed that the stent struts to a 38 x 3.50 promus premier select stood out. The procedure was completed with another of the same device. It was noted that the patient was treated well. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.